Event description:
It was reported via repair work order that the siderail was not locking in up position due to siderail latch alignment/adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.